Event description:
It was reported the patient underwent a surgical revision due to a sheared catheter. The patient's pump had not been used and had contained saline since 2007. A combination medication was going to be tried so the patient was referred to a new pain clinic. The physician ordered a dye study to be performed in 2008. The dye study indicated the infusion catheter had ruptured/sheared. The catheter was replaced two months later. Following the catheter replacement, the pump was filled with morphine and was programmed at a minimum rate.